Event description:
The pt came in for a follow up appointment complaining of pain. The surgeon determined that the cup had become loose. Intraoperatively, the surgeon determined there was a lack of bone ingrowth around the cup which caused it to loosen. MFR ref# 3005180920-2015-00034.

Event description:
On july 17, 2015, it was prepared a final report with the info collected during the investigation, already reported in the initial report. On july 20, 2015, the report was sent to the initial reported and the case was closed. Ref MFR # 3005180920-2015-00034.